Event description:
Report received from the USA stating that during cleaning the cord that goes from the console device to the foot switch was discovered to be "damaged". The reporter stated that the cord has a "cut in it and it looks like it was smashed." There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent. Ref: (B)(4).